Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one peel-away sheath/dilator assembly that appeared typical except for a split along the score line on one side of the sheath body. The split was in the middle of the body measuring 2.6 cm in length, beginning at 6.6 cm from the bottom of the tab and ending at 1.0 cm from the distal tip. Both ends remained attached. The dilator exhibited one bend just after exiting the sheath tip indicating some resistance during insertion. No other damage was observe. A review of manufacturing records did not yield any relevant findings. Based on the condition of the sample and the information provided, operational context appears to have caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion in PICC room - radiology, the user had no difficulty with the cannulation or passing the guide wire into the patient's right brachial. However, when inserting the introducer, it started to bend slightly then split in the center of the outer sheath. As a result a seldinger conversation set was opened to obtained new sheath introducer. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.